Manufacturer narrative:
(B)(4) a vyaire field service representative (fsr) evaluated the device onsite and replaced the user interface module (uim) and performed touch screen calibration. The device passed all testing and met all vyaire manufacturer specifications. The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The issue reported by the customer could not be duplicated. However, during the evaluation it was discovered that there was fluid ingress residue which may have contributed to the reported problem. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). The component has been returned and is currently awaiting evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the display on the vela ventilator was inactive. The customer advised that there was no patient involvement associated with this event.